Event description:
On july 27, 2006 the lay reporter, the lay pt's wife, contacted lifescan (lfs) alleging that the pt's one touch ultra meter was reading inaccurately erratic. The medical affairs specialist (mas) sent follow up questions to lfs. Answers were not received by august 1, 2006. The following info was provided during the initial call to lfs: the pt takes diamicron and stagid 700 mg, one pill each per day. He does not adjust the dose based on his meter results. "Maybe about one month ago"; the wife could not recall the date; the pt became delirious around 2:00 pm. He did not recognize his wife and was crying. The wife called ems. Emt's tested the pt's blood glucose level with the reported one touch ultra meter and obtained a result "around 50 mg/dl". This result correlated with the pt's symptoms that suggested hypoglycemia. The emt's immediately retested the pt and obtained a result "around 200 mg/dl". The two results did not fall within precision specifications. The emt's gave the pt orange juice and sugar. The wife said the emt's retested the pt with the reported meter and obtain other readings that differed from each other;the wife did not recall the specific readings obtained. The customer care advocate (cca) was unable to identify the above reported results in the meter memory. Several other results were noted in the meter memory. Most of the readings were taken more than 20 minutes apart. The readings that were taken within 20 minutes of each other were within precision specifications. The meter, test strips, and control solution were replaced. The complaint is reported because the meter read imprecisely at the time the pt experienced symptoms that suggested hypoglycemia. The pt received treatment with orange juice and sugar. Meter results obtained prior to the incident were not provided.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.